Event description:
At the beginning of an interventional radiology procedure, physician requested a 8.5 fr. Drainage catheter. Device was supplied by staff assisting with the procedure. Packaging was opened, device presented to physician. It was then noted that the device removed from the package was not an 8.5 fr. Catheter but rather a 10.2 fr. Catheter. Device was not used on the patient.